Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, severe tortuous left main (lm). The physician attempted to place the 3.00x12mm taxus express2 drug eluting stent, but the stent delivery system would not advance through the guiding catheter due to a twist in the guide wires. Upon removal , the physician noticed the stent strut was lifted up. The procedure was completed with another 3.00x12mm taxus stent. No pt complications were reported. Pt status reported as "good".